Manufacturer narrative:
The device was reportedly explanted 8 years following implant due to stenosis, structural valve deterioration, insufficiency and endocarditis in a patient with atherosclerosis. The patient reportedly had previously been treated for endocarditis. Following implant, heart failure with mitral and tricuspid insufficiency developed with respiratory insufficiency and akut tubulo-interstitiel nefropati. The patient expired 26 days after replacement of the valve. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2019, the patient was reported to have been incompensated (decompensated) due to severe aortic stenosis and mild aortic insufficiency. On (B)(6) 2019, the patient was reported to have atherosclerosis, awaiting CABG and aortic valve substitution. On (B)(6) 2019, the valve was explanted and re-operation was performed due to structural valve deterioration and endocarditis. Immediately after surgery, the patient develops progressive heart failure, with severe mitral and tricuspid insufficiency. This causes severe respiratory insufficiency and akut tubulo-interstitiel nefropati (atin) (acute tubulointerstitial nephropathy) . The patient's postoperative condition is further aggravated by bleeding and later nonspecific infection. All these conditions lead to increasing multi-organ failure, which the patient passed away on (B)(6) 2019.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2019, the patient was reported to have been incompensated due to severe aortic stenosis and mild aortic insufficiency. On (B)(6) 2019, the patient was reported to have atherosclerosis, awaiting (B)(4) and aortic valve substitution. On (B)(6) 2019, the valve was explanted and re-operation was performed. On (B)(6) 2019, the patient was reported to have expired due to structural valve deterioration. (Clinical study patient ID: (B)(4)).

Manufacturer narrative:
An event of explant of the 8 year old valve due to stenosis and insufficiency in a patient with atherosclerosis and a medical history including endocarditis was reported. The patient reportedly expired 26 days after replacement of the valve. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2019, the patient was reported to have expired due to structural valve deterioration. Additional information has been requested. (Clinical study patient ID: (B)(6)).

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2019, the patient was reported to have been incompensated due to severe aortic stenosis and mild aortic insufficiency. On (B)(6) 2019, the patient was reported to have atherosclerosis, awaiting CABG and aortic valve substitution. On (B)(6) 2019, the valve was explanted and re-operation was performed. On (B)(6) 2019, the patient was reported to have expired due to structural valve deterioration. (Clinical study patient ID: (B)(6)).